Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on normally and successfully performed a rewind, load, and prime sequence with no issues occurring. The complaint could not be duplicated on investigation. The cartridge was returned with the pump, and no defects were found with the cartridge.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that there were air bubbles in the cartridge. The issue reportedly occurred with multiple cartridges. Troubleshooting indicated that the patient was using appropriate cartridge fill technique, there was no physical damage to the cartridge, and the luer lock was secure. The pump was replaced for the air bubble issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.